Manufacturer narrative:
Approximate age of device - 1 years, 10 months. Additional information was requested, but has not been received. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had elevated lactate dehydrogenase levels in the setting of therapeutic anticoagulation and double antiplatelet therapy. An echocardiogram ramp study was negative. System controller log files were provided to the manufacturer's technical services representative for review due to suspected pump thrombus. The review of the log files did not contain any events that would lead to a suspicion of thrombus in the motor chamber. Additional information was requested but has not been provided.

Event description:
Additional information: it was reported by the vad coordinator that due to persistent elevated lactate dehydrogenase and being unresponsive to integrelin, multiple rounds of tpa, heparin and bivalirudin, the patient underwent a pump explant and was implanted with another manufacturer's device. The explanted device will be returning for evaluation.

Manufacturer narrative:
Device evaluation: examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. A portion of the tissue appeared denatured and showed some laminated layering, indicating that the rings formed over an undetermined period of time. The observed thrombi could have contributed to the reported increase in the patient¿s lactate dehydrogenase level. The evaluation could not conclusively determine the specific cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.